Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3854, with product code 82-3854, lot number clhd1r, conformed to the specifications when released to stock on the 29th july, 2010.

Event description:
After the valve implantation on (B)(6) 2015, two voluntarily pressure changes were reported (with unknown reason) and on (B)(6) 2015 patient came back to ER with overdrainage symptoms. During the reprogramming with vpv programmer, the valve mechanism was not moving. The large magnet was used to unlock valve's mechanism and desired pressure was set with vpv.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.